Event description:
It was reported that the patient presented to the hospital for an implant procedure. The right ventricular (rv) lead was found to be dislodged after pocket closure and exhibited unspecified helix rotation issue. Fluoroscopy confirmed that the rv lead was dislodged. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: section g2 - the "distributor" box was not checked in the initial report. The reported events were lead dislodgement and ¿screw retracted without operation.¿ the reported event of ¿screw retracted without operation¿ was not confirmed. A complete lead was returned in one piece. Final analysis found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within specification. The helix did not retract without applying torque directly to the connector pin. No other anomalies were found.